Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the active directory had invalid parameters, which caused a delay in logging into the stations. A technical support specialist found that the customer had disabled the firewall at the station and tested the setup with the user. The customer confirmed successful login to the device without any issues. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the active directory had invalid parameters. There was a delay logging into the stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.